Event description:
It was reported that the pump touchscreen was unreadable after the pump was dropped. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.